Manufacturer narrative:
Additional information: the device was not moved or repositioned in the lesion while inflated. Product analysis: the device was returned with the stent positioned on the balloon between the marker bands as per position specification and the balloon and stent in a pre-inflated state. An in-house guidewire was loaded into the device and an indeflator was used to inflate the device. The balloon would not inflate and water leaked out through the outer shaft. A visual inspection found a cut on the outer shaft. Correction: initial reporter phone number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one resolute onyx coronary drug-eluting stent, the stent balloon burst at 12atm inflation pressure. The issue occurred on first inflation. It was noted when the patient was placed under fluoroscopy that the stent balloon was not inflating. Moreover the inflation device was not showing an increase in inflation frame and the stent was unable to be deployed despite multiple attempts. During deflation it was noted that blood was aspirated in the inflation device indicating possible rupture. The device was removed from the patient and when the delivery system was inspected, leakage of contrast from the shaft of the device to 4-5 centimeters proximal was noted. The device was inspected prior to use with no issues noted. Negative prep was not performed. The lesion being treated was non-tortuous and non-calcified located in the proximal left anterior descending (lad) artery. The device did not pass through a previously-deployed stent. No resistance was encountered when advancing the device and no excessive force was used during delivery. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.